Manufacturer narrative:
The data log of the event was assessed, based on the evaluation of the data, the hand-piece and system performed as expected. Based on the evaluation, there seemed to be a noticeable amount of hand-piece tipping. Evaluator suggested to have the technician review proper hand-piece technique with the treating physician. The treatment tip was discarded and will not be returned for evaluation. An evaluation of the production record of the suspect device has been initiated but not yet completed.

Event description:
A treating office reported that a patient experienced a burn on their forehead following a thermage treatment. The treatment performed was a full face thermage treatment completed at a maximum power level of 3.5. The doctor reported using ample coupling fluid throughout the procedure and inspecting the treatment tip before and an unknown amount of times during the procedure with no observed abnormalities. There was an anomalous electrical sound noted during the procedure while the doctor was treating the forehead. The nature of the injury was reported as strong erythema and small blisters on the forehead of the patient. The injury was noticed one day post procedure. The injury was treated with ldm therapy. The treating physician noted that there will likely be scarring in the injured area following patient recovery.

Manufacturer narrative:
According to thermage flx user manual (p009418-04 rev. A), burns and blisters are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and handpiece perform as expected. It was reported the customer heard some noise (such as electrical spark sound) when treating the forehead area. No tip returned for evaluation. Based on the available information, no causal factors can be determined and no conclusions can be drawn.